Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was doing fine post surgery.